Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer has received multiple occlusion alarms. The contact and customer have performed multiple system checks and have not resolved the occlusion issues. The impact to the customer's blood glucose level was not known. As the customer and pump were not with the contact at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusions was unable to be performed. Cts did review the pump t:connect data and found that the occlusions appear to occur on the third day of use of the pump's supplies and the customer would clear the alarm with out changing any supplies.